Event description:
It was reported that the male luer of the IV tubing set broke off and was stuck inside the female luer connector of the central line. The broken plastic remained stuck in the central line cap and cause blood to backflow onto the bed sheet. The nurse immediately clamp the central line tubing and changed the central line cap using sterile precaution. Although requested, additional information was not provided.

Manufacturer narrative:
Correction on follow-up(1) g.4: 02/19/2020. Device history record could not be performed on model unknown due to no lot number being provided by customer.

Event description:
It was reported that the male luer of the IV tubing set broke off and was stuck inside the female luer connector of the central line. The broken plastic remained stuck in the central line cap and cause blood to backflow onto the bed sheet. The nurse immediately clamped the central line tubing and changed the central line cap using sterile precaution. Although requested, additional information was not provided.

Manufacturer narrative:
Additional information provided: b.5 & d.11.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the male luer of the IV tubing set broke off and was stuck inside the female luer connector of the central line. The broken off plastic remained stuck in the central line cap. As a result, blood leaked out of the central line, prompting the nurse to immediately clamp the central line tubing. The rn changed the central line cap using sterile precaution. Although requested, additional information was not provided.